Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that while a patient was using a cleo 90 infusion set, the adhesive was not sticking and would leave a rash on the skin for 2 weeks. The customer believes that "the box was old from the distributor." The customer was able to send box back to the distributor, and then she was sent a replacement box. While consulting with technical support about this event, the customer reported a blood glucose reading of 284 mg/dl, but she did not test for the presence ketones. To resolve the high blood glucose reading, the patient removed the insulin pump and performed a correction bolus via injection. Technical support instructed the patient to consult with her health care provider regarding proper skin preparation and other products that would assist with an improved application and use of the device set. No further adverse health outcomes were reported. See MFR: 3012307300-2017-00242, 3012307300-2017-00243, 3012307300-2017-00244, 3012307300-2017-00245, 3012307300-2017-00246.